Manufacturer narrative:
Investigation found a tear in the unexposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear. The fluid inside the device resulted in corrosion on the batteries and internal components. Due to the corrosion on the device, the data was unable to download. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could possibly cause bleeding and no damages or abnormalities were found. The exact cause of the bleeding could not be conclusively determined. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient stated he had high blood glucose levels of 456 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. He had received an occlusion alarm from the pod and when he removed the device, he was bleeding from the insertion site.